Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow up medwatch will be filed as appropriate. Two complaint devices were received and evaluated. One inserter was received without the anchor, and the second device had the anchor. Visual observation confirms the distal tip of the anchor is broken, but is held in place by suture. When observed under magnification, no structural anomalies were observed that could have contributed to this failure. Both returned inserters were examined and no anomalies were found that would have caused this failure. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. We cannot discern a root cause for this failure. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4)-incomplete. The lot number is currently unavailable; therefore, the expiration date is unavailable. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that during a shoulder repair, it was observed hat the inserter on the customer¿s healix transtend br ds anchor bent upon insertion. The surgeon re-tapped the bone hole, and inserted a second same type, same size anchor which broken into pieces upon insertion. The surgeon completed the procedure with a competitor¿s product with no patient consequences or delays. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.